Event description:
In this event, a doctor reported that during an endodontic procedure on a patient, he passed through the apex and a small quantity of ah plus reached the dentario nerve; since this incident the pt has experienced paresthesia.

Manufacturer narrative:
While there is no indication that the ah plus used malfunctioned, this event meets the criteria for reportability because of the possibility that permanent impairment of a body function resulted.